Event description:
It was reported to resmed that an astral device had a internal battery failure. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs identified an internal battery degraded alarm. The "internal battery degraded" alarm is designed to provide a warning alert to the user to change the device to alternative ventilation equipment. The therapy alarm does not interrupt ventilation. The internal battery is generally known to degrade over time. The astral service manual provides instructions for device servicing and maintenance to address the battery degradation. An internal battery degraded alarm is unlikely to result in a death or a serious injury. The event does not meet the reportability requirements as described in section 21 cfr 803.50..

Event description:
It was reported to resmed that an astral device had a internal battery failure. There was no harm or serious injury reported as a result of this incident.